Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger/modem would not power up after an electrical power surge caused by a storm. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not power up) was confirmed. Upon investigation, the charger/modem was unable to power up. Microprocessors u1002 and u1003 were found to be thermally damaged. Microprocessor u13 was constantly resetting, which was caused by u1003 not communicating properly with the bedside board. In addition, the power supply brick was defective. The root cause for the thermally damaged microprocessors could not be positively identified, but was likely related to the power surge. The root cause for the damaged power supply brick was unable to be positively determined. No adverse event resulted from the defective microprocessors and power supply brick. The pt received a replacement battery charger/modem.